Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer had been low for 10 minutes. Customer treated with glucose tablets. Current blood glucose value was 106 mg/dl. The customer had been using the insulin pump system within 48 hours of incident. The customer does use the auto mode and reported the auto mode was automatically delivering insulin at the time of the low blood glucose event. He also reported having calibrations not accepted. It was advised that the transmitter will be replaced. The sensor and insulin pump will not be returned for analysis.